Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; explant date (B)(6) 2024 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding the implantable neurostimulator (ins) device. The patient stated she went 9 months without being able to use the ins because her leads had moved. Patient clarified she was not getting therapy and she wasn't feeling stimulation. Patient reported that she fell in (B)(6) 2022 and they knew the leads were slightly out of place but they were able to adjust her settings to deal with the movement but in march or (B)(6) 2023 they realized the lead wires were even farther out of position. The patient had her leads revised (B)(6) 2024.